Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) reported that this rv lead was explanted and replaced due to loss of capture and increasing thresholds.

Manufacturer narrative:
The dextrus 45 was not returned. Therefore the analysis is based on the visual, mechanical and electrical inspection of the dextrus 53. Upon receipt, the dextrus 53 was severely stretched and deformed up to a length of 59.5 cm. The analysis revealed multiple spiral abrasion marks along the lead body. In particular between 51 cm and 51.5 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against modified tissue or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further analysis of the lead showed deformations of the distal part of the lead which most likely resulted from tensile forces applied during the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.